Manufacturer narrative:
Novalung has not received the device back for evaluation. The facility reported leakage due to red luer cap disconnection at crrt connection site. During investigation of the complaint; it was confirmed that the facility biomedical engineering department completed a visual inspection prior to use and confirmed that 4 ports with caps (2 red and 2 yellow) were intact. A visual inspection by the facility was conducted after the incident and found that one red cap was missing. It was identified that the cannulation procedure used with this patient was outside of the intended use. In addition, the sla was used beyond the 6 hours or less intended use for support of a stationary patient during surgery. Due to the mobility of the patient during the use of the device for longer than 6 hours, it is suspected that the red luer cap loosened, and therefore, went missing during use.

Event description:
Event description by initial reporter: patient on novalung device, was sitting up in bed and recognized a "wet" feeling and reported this to his mother. Mother called nurse who was right outside the room and told her he's bleeding. Nurse responded immediately. Red cap noticed to be disconnected at crrt connection site and in pool of blood. Nurse clamped device as instructed and called code which was responded to immediately. Nurse noted that the two roberts clamps did not stop the flow of blood when she clamped them closed; required use of surgical hemostats. Novalung being used as long term ventilator replacement for patient with possible pending lung transplant. Device usage problem: not known. Visual inspection by biomedical engineering department on (B)(4) 2012: as supplied by the manufacturer, the novalung device has 4 ports with caps - 2 yellow and 2 red. On visual inspection, the day following the incident, the device had only 3 caps present and attached - 2 yellow and 1 red. One of the ports on the blood return side of the novalung did not have a red cap. The devices was requested by manufacturer to be returned and healthcare facility responded that they could not return the device due to internal policy at this time.